Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. One example was an initial result was 137 mmol/l and the repeat result was 171 mmol/l. The initial result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. General electrode issues were excluded, as the result believed to be correct was obtained with the same electrode. The field service engineer found that the aspiration tube on the rinse nozzle was broken, and he found white spots on the cuvette. He replaced the tube, adjusted the rinse volumes, replaced the lamp and cuvette, replaced the ise sipper nozzle, and performed vertical adjustments. He performed cell blank measurements and ise checks. The investigation determined that the service actions resolved the issue.